Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate atp therapies due to af with rapid ventricular response. Atp therapy accelerated the rhythm, then slowed it down again, but it was still diagnosed as continuing vt and the patient received high voltage therapy. The patients rhythm slowed but the device diagnosed continuing vt and high voltage therapy was delivered. The physician elected to not make any program changes as most of the therapies were appropriate and the patient experienced syncope due to the arrhythmias and the therapies were needed.